Event description:
It was reported that the pcu had keypad issues and number 4,7 are hard to select and. Clear key not functioning and cannot clear entries. The product issue was observed by bd associate during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.